Event description:
It was reported during use the bd vacutainer® k3e 5.4mg plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: "a package of edta tubes from one of our customers was received back with the complaint that the tubes would not fill completely. Tubes were tested with water in laboratory and found that they really do not fill up to the black mark. Tested an opened package in the warehouse and the tubes filled up to the mark.¿

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k3e 5.4mg plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter: "a package of edta tubes from one of our customers was received back with the complaint that the tubes would not fill completely. Tubes were tested with water in laboratory and found that they really do not fill up to the black mark. Tested an opened package in the warehouse and the tubes filled up to the mark.¿